Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A valid lot or serial number has not been provided for test strips. The dhrs (device history record) for the freestyle freedom lite meter and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high glucose result of 390 mg/dl, which was higher than he felt. The customer began to sweat and his wife took 4-5 more capillary tests, with unspecified high results. The customer subsequently lost consciousness, and paramedics were called. A result of 20 mg/dl was obtained on the paramedic meter and customer treated with d-5 (dextrose) solution and glucose tablets. There was no report of death or permanent injury associated with this event.